Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation was breached cut, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead in segments returned and analyzed. (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the patient developed bacteremia. All active hardware was explanted and later replaced. No further patient complications have been reported as a result of this event.